Manufacturer narrative:
Manufacturing site: (B)(4). The 135cm microcatheter with the antegrade guide wire and the 150cm microcatheter with the retrograde guide wire were returned for evaluation. The antegrade guide wire was stuck in the 135cm microcatheter. The catheter shaft was found elongated for approximately 440mm from the catheter tip. The polymer jacket on top of the catheter shaft was partially ruptured and the underlying strands were exposed. The catheter tip was significantly twisted and the cut-end of the shaft of the antegrade guide wire was found approximately 12mm distal to the catheter tip. The cut distal part of the antegrade guide wire was not returned. The 150cm microcatheter was cut into more than two pieces; two pieces (proximal piece and shaft piece) were returned and the distal part was not returned. The retrograde guide wire was stuck in the proximal piece of the 150cm microcatheter. The cut end of the retrograde guide wire was found approximately 2mm distal to the cut end of the proximal piece. The cut end of the retrograde guide wire was also observed approximately 10mm distal to the distal cut end of the shaft piece. The cut distal part of the antegrade guide wire was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that tangled antegrade and retrograde guide wires had contributed to the reported difficulty in device removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesion; and, [malfunction and adverse effects] removal withdrawal difficulty, trap with guide wire.

Event description:
It was reported that the procedure was to treat a severely calcified cto in #2 of the right coronary artery. An asahi corsair pro 135cm microcatheter was advanced over an antegrade guide wire (asahi gaia next 3) and an asahi corsair pro 150cm microcatheter was advanced over a retrograde guide wire (asahi miracle neo 3). When the antegrade guide wire was rendez-voused with the retrograde guide wire, both guide wires became tangled one another; the guide wires and microcatheters would not be moved. The physician determined to proceed with open heart surgery and the tangled guide wires and 150cm microcatheter were cut to remove. The patient had been hospitalized for post-op monitoring and recovering well after the surgery.